Manufacturer narrative:
Device passed self test and displacement test. No fuzzy display, missing segments, partial display or lines on display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the screen was fuzzy and white line would show up. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.